Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a lowest blood glucose of 52 mg/dl and approximately one hour spent below 70 mg/dl; the device provided low glucose alerts, and the user ingested carbohydrates (a bowl of cereal), after which glucose trended upward and returned to normal. Symptoms included sweating. Outcomes included no need for medical assistance and no professional medical intervention or hospitalization. Investigation included review of available device reports and user-provided information, as well as troubleshooting and education. Investigation of this case revealed no device malfunction and no identified device component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.